Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer experienced erosion at the spinal incision site where the leads were implanted an infection developed. There were no factors that could have led or contributed to this. Cultures were taken which grew out staphylococcus aureus and the consumer was treated with antibiotics. Following this the entire system was explanted on (B)(6) and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.